Event description:
New information received notes that the patient's right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient's right ventricular lead exhibited high, out of range pacing impedance. Programming changes were made. The patient was stable.